Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) worked with customer to powered station down with the power switch and turned it back on, and it was able to boot up. The system functioned as intended after field service engineer worked with customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was frozen and malfunctioning, the unit was unresponsive, and remote smart service (rss) was offline. However, there were no delays, adverse events or injuries reported based on this event.